Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button alarm on their insulin pump. The pt's blood glucose level was 86 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the back up plan. No further info was provided.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All button function properly. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked lcd window at the upper right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. No moisture damage inside insulin pump noted.